Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. It was reported that the pump was emitting multiple call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 07/10/2014 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box history was not able to be downloaded due to ir port corrosion. The pump¿s alarm history showed that a call service alarm was recorded. Visual inspection revealed that there was moisture in the display. A leak test was performed and a display lens leak was found. During testing, the pump was not able to complete the rewind step or a 24 hour duration test without emitting a call service alarm. The pump case was removed and moisture was found on all internal surfaces. Moisture and corrosion was observed on the motor flex connector and ir port. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.